Event description:
On (B)(6) 2012, it was reported that the up and down buttons on the infusion device had been responding intermittently since (B)(6) 2011. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.